Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was greater than 54 mg/dl, 400 mg/dl, 408 mg/dl and 422 mg/dl. The customer stated that the auto mode was not active. The device will not be returned for analysis.